Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Customer's blood glucose ranged from 153-154 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.